Event description:
It was reported that a tlh90 and trh90 were used during a small bowel resection/right hemicolectomy procedure. It was reported by the affiliate that a barcelona technique to remove small bowel and previous ileotransverse anastomosis afffected by recurring tumors was used. Anastomosis using 3m linar cutter (pia) and cross stapled using a tlh90 was done. On opening, tlh90 staple in center appeared stuck and not formed properly. It was pulled out and the small defect was oversewn. On second firing using the reload (trh90), the same problem occurred, but the misformed staple remained in the device. There was no consequence to the patient.